Manufacturer narrative:
(B)(4). Complaint summary: as the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. In addition, we have not been provided with any supporting documentation which could provide additional information. Manufacturing history records for the femoral component could not performed for the provided lot number. A review of the manufacturing history records for the bearing and tibial component confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found 3 complaints reported with the item 154926, 1 complaint reported with the item 166576 and 2 complaints reported with the item 159548 (including the initiating complaint). Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly. CAPA: no corrective or preventive action required at this time. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2021-00272-1, 3002806535-2021-00273-1. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends. .

Event description:
It was reported that a patient underwent an initial left knee arthroplasty on (B)(6), 2019. Subsequently, a revision procedure due to fungal infection was performed on (B)(6), 2021.

Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to hospital policy. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2021-00272, 3002806535-2021-00273. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial left knee arthroplasty on (B)(6) 2019. Subsequently, a revision procedure due to fungal infection was performed on (B)(6) 2021.